Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.4685"" x 0.0840"" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The probable root cause is attributed to use conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tine was fractured. There was no report of patient injury.